Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse called tech support with a uf question, stating that the patient has trouble with his last drain. The nurse stated that the cycler did not give any alarms or warnings during the last drain. The patient would have to do manual drains to finish draining him out once he was off of the cycler. On (B)(6) 2014 after treatment on the cycler the patient did a manual drain of 1100ml. The patient had also had a pet test (B)(6) 2014 to check his draining, and he drained very well during the test. There was no patient injury, and the patient did not have any symptoms of an overfill. Drain 0: 4; fill 1: 1999 - drain 1: 2050; fill 2: 1999 - drain 2: 1791; fill 3: 1999 - drain 3: 1770; fill 4: 1999 - drain 4: 2357; fill 5: 1999 - drain 5: 2679 + 1100 manual = 3779. The reported drain volume of 3779 was 189% over the expected drain volume resulting in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.